Event description:
The repoprt from the affiliate indicated that approximately one (1) year and three (3) weeks after the index procedure, the patient complained of chest pain. Coronary angiography and ivus was done and thrombus was observed in the two (2) previously implanted cypher stents. The late thrombosis was treated by implantation of an additional cypher 3.5x33mm stent at 18 atm for 20-30 sec. The physician's comments regarding the possible cause of the thrombotic event was that it may have been due to the following reasons: 1) because the patient stopped taking ticlopdine hydrochloride. 2) because the stent was under-dilated. 30 because the untreated lesion proximal the cypher stents had progressed. The index procedure was an elective case. The target lesion for the procedure was the mid/proximal left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, a bifurcation lesion, diffusely diseased, 35mm inlength, vessel diameter of 3.3mm, and type c. The lesion was not pre-dilated. A cypher 3.0x28mm stent was implanted at 22 atm for 60 sec proximal to the first stent in overlapping fashion by direct stenting. The stents were post-dilated with a quantum maverick 3.0x20mm balloon at 20 atm for 60 sec. Ivus was done. There was a 25% stenosis proximal to the stents that was not treated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act was not measured.

Manufacturer narrative:
Please note that device (cjs28300, lot#i0705085) is distributed outside the united states, however it is similar to the united states product cxs28300. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2006-01253, and 9616099-2006-01254.